Event description:
(B)(6). Same case as MFR ID# 2134265-2011-02966, 2134265-2011-02965, 2134265-2011-02968. It was reported that post a stenting treatment procedure, the patient experienced chest pain and underwent target vessel revascularization. The patient presented due to dyspnea on exertion and a positive stress echo indicating apical ischemia. Cardiac catheterization revealed 3 target lesions. The first was a 100% stenosed and 28mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.5mm. This was treated with predilation and deployment of a 2.5x32mm taxus liberte stent resulting in 0% residual stenosis. The second was a 99% stenosed and 20mm long lesion located in the ostial first diagonal coronary artery with a reference vessel diameter of 2.25mm. This was treated with predilation and deployment of a 2.25x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The third was a 60% stenosed and 6mm long ostial lesion located in the proximal lad with a reference vessel diameter of 4.0mm. This was treated with predilation and deployment 4.0x12mm and 3.0x16mm taxus liberte stents. The taxus liberte stents in the lad were overlapping and went proximal to distal: 4.0x12mm, 3.0x16mm and 2.5x32mm. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011: the patient was hospitalized with chest pain. She underwent target vessel revascularization which included balloon angioplasty. The event is reported to be resolved without residual effects and the patient was discharged the next day. It is the opinion of the physician that this event is related to the taxus liberte stents.

Event description:
It was further reported that 7 days prior to the event, the patient underwent an exercise stress echo that revealed achievement of moderate workload, normal rest wall motion with stress induced wall motion, abnormalities consistent with ischemia in the apical walls, no angina or typical arrhythmia and borderline ischemic st changes. At the time of the event, the patient experienced cardiac chest pain. Cardiac catheterization revealed widely patent stents in the left anterior descending coronary artery and 80% focal in stent restenosis of the first diagonal artery. The patient underwent elective angioplasty in which a 2.5x10mm flextome cutting balloon was initially advanced to treat the restenosis, but the device was unable to cross the ostium first diagonal. The procedure was completed with a 2.5x12mm apex balloon resulting in 0% residual stenosis. The patient was discharged 1 day later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).